Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the "wrench" light was illuminated on the cooler heater unit. Technical support spoke to customer and advised him to clean the connectors and try unit again. As a result, an alternate device was employed. The surgical procedure was completely successfully. There were no delays, no blood loss, or no adverse consequences to the patient.